Event description:
It was reported that the patient was feeling shocks and.the lead was broken. The neurostimulator and lead were explanted and it was reported that the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 7425 serial# (B)(4) showed no significant anomalies. There was a good, stable output at all electrodes referenced to electrode #0, and as received. There were no issues when pressing on the neurostimulator can. Analysis of extension model 7495-51 serial# (B)(4) showed no significant anomalies. The extension was segmented into two sections. The body insulation was cut thru. There were no shorts between circuits and acceptable continuity for segment 1. Segment 2 showed shorts between all circuits with acceptable continuity. For the neurostimulator to cut extension, there was a good stable output when referenced to circuit 0. Analysis of lead model 3487a lot# unknown showed the lead segmented into two pieces. There were broken conductors 11.7 cm from the distal end, and 12.5 cm from the distal end. There were no short circuits with acceptable continuity on segment one. Segment two had all open circuits. There were no shorts and acceptable continuity from the cut extension to the cut lead.

Manufacturer narrative:
Lead model 3487a, serial # (B)(4), implanted: (B)(6) 2007 explanted: (B)(6) 2011 extension model 7495-51, serial # (B)(4), implanted: (B)(6) 1996 explanted: unknown programmer model 7434-e, serial # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.